Event description:
It was reported that during a da vinci si gynecological surgical procedure, the tip of the permanent cautery spatula instrument was burned up. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the grip base to be burned and melted at the yaw pulley to conductor wire interface. The conductor wire cap is melted and damage was found on the cable and yaw pulley. The proximal clevis was found to be broken at the main tube interface.